Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to an MRI that they had done. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.